Event description:
The lay user/pt called lifescan in 2006 and alleged that her meter was reading inaccurately high. The pt stated that in the past she suffered 2 hypoglygemic events. She stated that she could not remember the dates, however, results were pulled from the meter's memory that indicate the events occurred 3 months earlier for 2 consecutive days. One day earlier at 11:00 pm she obtained a result of 231 mg/dl. According to the pt's sliding scale, she took 6 units of regular insulin. The following morning, at 8:08 am, she tested her blood glucose and obtained a result of 65 mg/dl. She felt hypoglycemic (shaky and sick) at the time of testing. Two days later, she tested her blood glucose at 8:22am and obtained a result of 143 mg/dl. According to her sliding scale, she took 4 units of her regular insulin. At 1:00 pm, before eating lunch, the same day she began to shake and feel sick, she tested her blood glucose and the result was 64 mg/dl. She drank lemonade and ate glucose after testing on both days. She did not require medical intervention, as she felt better after testing. She had been comparing her meter with an old meter and stated that the old meter is consistently 40 points lower. The test strips were in good condition, however the code number on her meter did not match the vial of test strips being used at the time of testing. The pt did not have control solution to troubleshoot. This complaint is being reported, as the pt was taking insulin following use of the meter, and subsequently suffered from hypoglycemia 2 times after taking her insulin. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.